Event description:
I have worn bausch and lomb soflens 38 for about 25 years with no problems. I ordered new lens from sams club. The right lens, bc 8.7 pwr - 3.75 lot # r61101114, I can wear about 4 hours then it starts irritating my right eye. I would remove them and the next morning my right eye was still irritated with increase in mucus. I called bausch and lomb and told them the problem. Case number # (B)(4)((B)(6)). They sent me two replacement lens and I sent the right lens I was wearing back to them for evaluation. The lens they sent was less irritation but still had the same problem. I used the 2 new lens until it was time to discard them and switched back to the original box. Same problem is before. Today ((B)(6) 2016) I contacted bausch and lomb about the same problem with the irritation. (B)(6), the problem handling the case (# (B)(4)) said she would send 2 more lens and send the one I was wearing back to them and that they would contact me with the results. The same thing they said last time. I never received the results. Personally I think it's a manufacturing problem with the edge being rough or the shape. The prescription is correct. I only wear them during the day. I never sleep in them and always disinfect them every night. I wash my hand before I take them out and add a few drops in each eye before removing them. This is the first time in 25 years I have had any problems with these lens. F.y.I. My left eye is the same type but with a bc 8.7 pwr - 4.50 lot # r61101347. I have had no problems with the left lens.